Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-23, additional information was received from the manufacturer representative (rep). Additional information received rep orted lab personnel performed a series of aspirations. They were holding negative pressure for up to four minutes at a time with no success. The rep was told they spent up to 45 minutes performing the aspiration process. The cause was not determined. The pump would not be returned as it was either lost or disposed of by the lab personnel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a implantable pump. On (B)(6) 2019 it was reported that the company representative had a demo pump he had been using for several years and had it filled with water. Per the reporter he had left it at clinics and he was not sure if the clinics have been using a coring or non-coring needle when refilling it. The company representative was doing an in service with the demo pump and was unable to aspirate or refill (expecting 15 ml). The reporter could hear the water in the pump slush around. Device troubleshooting was discussed, and the reporter stated he did not have the demo pump with him but would try the locked valve procedure and the other considerations when he had it. No further complications were reported or anticipated. (B)(6) 2019; this document contains no new information.